Event description:
It was reported that the patient had been complaining of pain around the pump area approximately 4-6 weeks prior to the date of this report. The pump pocket was revised three weeks ago by a plastic surgeon due to fluid build-up around the pump pocket site. The fluid was drained and there was no sign of infection. However, on the date of this report, another physician had difficulty accessing the center/refill port and was questioning if the pump was flipped because of the recent revision. However, after further review to determine if the pump was flipped the physician then stated, he did not believe it was flipped. This device system delivered hydromorphone. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).